Event description:
Surgeon was using a covidien auto suture blunt tip trocar-10mm. The balloon was defective and burst. Trocar was removed by surgeon. No injury to patient. New trocar of same type was provided.